Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 90% instent restenosed (isr) target lesion was located in the moderately tortuous and calcified left superficial femoral artery (sfa). A 6.0 x 60/135 sterling monorail balloon catheter was advanced through a previously implanted isr stent. During the first inflation at 8tms for 60 seconds a balloon rupture occurred. The sterling monorail balloon catheter was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.